Manufacturer narrative:
Missing segments due to severely cracked and bleeding lcd glass. Insulin pump had broken traces on mother board and interface board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage on the screen. The customer¿s blood glucose level was unknown. The customer reported that the screen was broken and spot of ink. The insulin pump will be returned for analysis.